Event description:
It was reported that the neonatal intensive care unit (nicu) nurse needs support troubleshooting low flow alert02) in an arctic sun device. Adjusted tubing and flow rate (fr) was increased from 0.1lpm to 0.2lpm. Explained correlation between flow rate (fr) and heater capacity. Therapy started about one hour ago. Guided to diagnostics showed that the system hours were 440, pump hours were 366, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 25 percentage, flow rate (fr) was 0.4lpm. Disconnected and reconnected pads using proper technique. Flow rate (fr) was settled at 0.6lpm. Tried new inlet ports and flow rate (fr) was fluctuated between 0.7-1.2lpm. Nurse expressed limited time and needed to move on to other things. At this time patient temperature (pt) was 35.7c and targeted temperature (tt) was 33.5c. Explained that since the device did not need warm water at this time and could perform more emergent activities and could troubleshoot further later in the day. Provided name. No return call from customer. No answer when attempted to call back later in the day.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Adjusted tubing and flow rate (fr) was increased from 0.1lpm to 0.2lpm. Explained correlation between flow rate (fr) and heater capacity. Therapy started about one hour ago. Guided to diagnostics showed that the system hours were 440, pump hours were 366, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 25 percentage, flow rate (fr) was 0.4lpm. Disconnected and reconnected pads using proper technique. Flow rate (fr) was settled at 0.6lpm. Tried new inlet ports and flow rate (fr) was fluctuated between 0.7-1.2lpm. Nurse expressed limited time and needed to move on to other things. At this time patient temperature (pt) was 35.7c and targeted temperature (tt) was 33.5c. Explained that since the device did not need warm water at this time and could perform more emergent activities and could troubleshoot further later in the day. Provided name. No return call from customer. No answer when attempted to call back later in the day. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse needs support troubleshooting low flow alert02) in an arctic sun device. Adjusted tubing and flow rate (fr) was increased from 0.1lpm to 0.2lpm. Explained correlation between flow rate (fr) and heater capacity. Therapy started about one hour ago. Guided to diagnostics showed that the system hours were 440, pump hours were 366, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 25 percentage, flow rate (fr) was 0.4lpm. Disconnected and reconnected pads using proper technique. Flow rate (fr) was settled at 0.6lpm. Tried new inlet ports and flow rate (fr) was fluctuated between 0.7-1.2lpm. Nurse expressed limited time and needed to move on to other things. At this time patient temperature (pt) was 35.7c and targeted temperature (tt) was 33.5c. Explained that since the device did not need warm water at this time and could perform more emergent activities and could troubleshoot further later in the day. Provided name. No return call from customer. No answer when attempted to call back later in the day.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.